Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an autofill error.

Event description:
N/a

Manufacturer narrative:
A getinge fse was sent to investigate. The fse ran a simulated treatment with trainer and test catheter. The unit calibrated and passed all functional and safety tests per factory specifications. Failure was not reproduced and no parts were replaced. The unit was returned to the customer for use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill error. The iabp was swapped out without issue to continue treatment. There was no patient harm reported.